Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok button was unresponsive and the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: during investigation, the keypad was found to be peeling from the base. During testing, the ok keypad button was unresponsive. All other keypad buttons were found to be responsive to button presses. The keypad was removed and evidence of contamination was observed under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored and there were multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.